Manufacturer narrative:
Additional information was added to h4, h6, and h11: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and the kit box appeared to be valid. A distribution review was performed, and unauthorized distribution of the products in iraq with another agent importing and selling kits with baxter¿s knowledge or consent was observed. The reported condition was verified. The cause was determined to be from incorrect product handling/management after shipment from baxter hayward. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of coseal surgical sealants were imported from another market and sold by a different agent. The products were ordered from a distributor. This was identified before product use. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.